Manufacturer narrative:
Approximate age of device ¿ 1 year 7 months (the age is calculated from the date of implant to the event date.). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with biventricular paracorporeal ventricular assist devices (bivad pvad) on (B)(6) 2017. It was reported that a bivad pvad patient's portable driver was alarming all the time. Per customer, the ddc driver started alarming dead battery as soon as unplugged. Ddc-729 will be used as a backup to the tlc-ii consoles and remained plugged into a red power outlet. Customer requested service on the ddc.

Manufacturer narrative:
UDI number - (B)(4). Manufacturer's investigation conclusion: the reported event, of the ddc (B)(4) having fluctuating drive pressure issues, was confirmed. The unit was serviced at the customer¿s site by technical service. The top module was replaced. The replacement top module came from one of the customer¿s other ddc (B)(4). The patient had been switched over to the ddc console pending arrival of replacement tlc-ii drivers. No further information was provided. The manufacturer is closing the file on this event.